Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the complaint device upn and lot number. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block e1: initial reporter phone: (B)(6); reported here as it exceeded the character limit for the designated field. Block h6: imdrf device code a010402 captures the reportable event of stent migration. Imdrf patient code e0306 captures the reportable event of sepsis. Imdrf impact code f02 captures the reportable event of death. Imdrf impact code f08 captures the reportable event of hospitalization.

Event description:
Note: this report pertains to one of two devices used during the same procedure. It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system and a wallflex biliary stent were implanted for the treatment of pancreatic cancer via common bile duct (cbd) drainage during an endoscopic ultrasound (eus)-directed transgastric ercp (edge) procedure performed on (B)(6) 2025. Reportedly, the axios stent was not positioned correctly during the implant procedure. The physician then inserted a coaxial wallflex stent endoscopically to prevent migration and seal any potential leak. The patient developed biliary sepsis due to a subsequent stent migration, which required hospitalization. The patient ultimately passed away on (B)(6) 2025. Note: it was reported that the wallflex biliary stent was implanted endoscopically as a coaxial stent to prevent migration and seal a potential leak during an endoscopic ultrasound (eus)-directed transgastric ercp (edge) procedure performed for the treatment of pancreatic cancer via common bile duct (cbd) drainage. However, per the wallflex biliary stent system directions for use, the device is indicated for use in the palliative treatment of biliary strictures produced by malignant neoplasms and for relief of malignant biliary obstruction, including prior to surgery. The device is not indicated for use as a coaxial stent to secure placement of another stent, prevent migration, or seal a leak during an edge procedure.

Manufacturer narrative:
Block b5 has been updated with the additional information received on june 19, 2026. Block d4, h4: the complainant was unable to provide the complaint device upn and lot number. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block e1: initial reporter phone: (B)(6); reported here as it exceeded the character limit for the designated field. Block h6: imdrf device code a010402 captures the reportable event of stent migration. Imdrf patient code e0306 captures the reportable event of sepsis. Imdrf impact code f02 captures the reportable event of death. Imdrf impact code f08 captures the reportable event of hospitalization. Block h11: investigation results: based on the available information, boston scientific could not confirm the reported events of stent migration, sepsis, death and hospitalization or prolonged hospitalization. The complaint device was not returned; therefore, product analysis could not be performed. Stent migration, sepsis and death are also noted within the IFU as a possible adverse event associated with the use of the device. Device technical analysis: the complaint device was not returned; therefore, product analysis could not be performed. Labeling review: a labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. According to the complainant, the stent was implanted endoscopically as a coaxial stent to prevent migration and seal a potential leak during an endoscopic ultrasound (eus)-directed transgastric ercp (edge) procedure performed for the treatment of pancreatic cancer via common bile duct (cbd) drainage. The IFU states, the wallflex biliary stent system instructions for use, the device is indicated for use in the palliative treatment of biliary strictures produced by malignant neoplasms and for relief of malignant biliary obstruction, including prior to surgery. The device is not indicated for use as a coaxial stent to secure placement of another stent, prevent migration, or seal a leak during an edge procedure. Additionally, stent migration, sepsis, and death are noted within the instructions for use (IFU) as a known possible adverse event related to the use of the device. Risk review: a risk review was completed and confirmed that the reported events of stent migration, sepsis, death and hospitalization or prolonged hospitalization was defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
Note: this report pertains to one of two devices used during the same procedure. It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system and a wallflex biliary stent were implanted for the treatment of pancreatic cancer via common bile duct (cbd) drainage during an endoscopic ultrasound (eus)-directed transgastric ercp (edge) procedure performed on (B)(6) 2025. Reportedly, the axios stent was not positioned correctly during the implant procedure. The physician then inserted a coaxial wallflex stent endoscopically to prevent migration and seal any potential leak. The patient developed biliary sepsis due to a subsequent stent migration, which required hospitalization. The patient ultimately passed away on (B)(6) 2025. Note: it was reported that the wallflex biliary stent was implanted endoscopically as a coaxial stent to prevent migration and seal a potential leak during an endoscopic ultrasound (eus)-directed transgastric ercp (edge) procedure performed for the treatment of pancreatic cancer via common bile duct (cbd) drainage. However, per the wallflex biliary stent system directions for use, the device is indicated for use in the palliative treatment of biliary strictures produced by malignant neoplasms and for relief of malignant biliary obstruction, including prior to surgery. The device is not indicated for use as a coaxial stent to secure placement of another stent, prevent migration, or seal a leak during an edge procedure. Additional information received on june 19, 2026. It was reported that the possible causes of death being investigated by the coroner are biliary peritonitis, complications from stenting of the common bile duct, and obstructive pancreatic cancer.